Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was foggy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: scholly fiberoptics investigation shows the objective was broken due to strong shock / mishandling. Mechanical deformation was observed at the distal end.